Event description:
During a tfn procedure, the surgeon reported that the coupling screw tip broke off inside the helical blade. The tip remains in the patient.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Synthes is unable to determine the manufacturing site without a lot number. Synthes is unable to determine the manufacturing date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.